Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the handswitch failed to function properly. The handswitch was replaced and the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the handswitch was functioning intermittently. There was no patient present when this issue was observed.